Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was last night the patient charged their implant and this morning the patient noticed they had a 1. 8 for group a instead of the 8 that they were supposed to be on. Patient said they normally felt good on 8 and when they go higher it was too high. During the call the patient was on group a and they were seeing 1.8 (agent thought pt could have been on program 1 with intensity 8) but when they pressed the up arrow it went to 1.9. Pt could not feel it (agent understood intensity) at 1.8 for they felt it at 1.9. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient via patient letter. Patient was asked what caused the issue and patient responded he monitor was showing contact medtronic for help. Patient took the battery pack out and put it back in and the issue has been resolved. Weight at time of event was 199 pounds.